Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual evaluation: the sample was returned used. The stent was returned detached from the balloon. The stent was bent and mangled throughout its length, likely due to the snare device that was reportedly used to remove the stent from the patient. The balloon was returned in its original folded configuration. The balloon was observed under the microscope magnification and the stent crimp impression was visible, indicating that the stent was crimped on the balloon at the manufacturing site. No anomalies were noted to the catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. No additional testing could be performed as the stent was returned detached from the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a detachment of the stent, as the stent was returned detached from the balloon. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: indication: the valeo biliary stent is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. Warnings: the safety and effectiveness of this device for use in the vascular system have not been established. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed. Eval, method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a balloon expandable stent allegedly detached from the balloon catheter during advancement to the lesion in the right iliac. There was no reported retraction difficulty through the sheath; however, medical intervention was needed (use of a snare) to remove the stent. Reportedly, another device was used to complete the procedure. There was no reported patient injury..